Event description:
Analysis of an generator that was explanted for prophylactic reasons was completed on (B)(6) 2013. Results of diagnostic testing indicated that the battery status indicated ifi=yes in the pa lab, the battery is partially depleted. The data in the diagaccum consumed memory locations revealed that 86.219% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. A review of the internal memory locations within the generator suggests the existence of an error in calculating the device's battery voltage.